Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218700, model: sc-2218-70, serial: (B)(6); product family: scs-lead fixation, upn: m365sc43180, model: sc-4318, serial: (B)(6), batch: 29987770.

Event description:
It was reported that the patient was experiencing discomfort at the implantable pulse generator (ipg) site. The patient underwent a spinal cord stimulation (scs) explant procedure and was doing well postoperatively. The explanted device was discarded per facility policy.